Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer suspects the pump may not deliver insulin correctly. She has not been able to bring down blood glucose using the pump boluses. Her clinic has advised her to switch to injection treatment. No adverse event reported. A request was made for the return of the device.